Event description:
The pump eri (elective replacement indicator) occurred on (B)(6) 2015 with a schedule to replace by date of (B)(6) 2015. The patient did not have the copay money to have the pump replaced. At the end of (B)(6) or the beginning of (B)(6), the patient developed withdrawal symptoms, nausea, diarrhea, cold clammy skin, sweats, and increased pain. It was about the time that the patient needed a pump refill which was not done. The patient was given oral pain meds. The pump was alarming. The pump was interrogated and showed that the low reservoir alarm occurred on (B)(6) 2015. The empty reservoir alarm occurred on (B)(6) 2015. The pump was not refilled. They silenced the pump alarms. No pump replacement was scheduled as the patient did not have the copay money for the procedure. The device system was delivering hydromorphone.

Manufacturer narrative:
Concomitant products: product ID: 8709sc,serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).